Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The shock measurements have been high for approximately a year. The pacing thresholds were also reported to be slightly high. No adverse patient effects were reported. The physician planned to perform defibrillation threshold (dft) testing in the future. This product remains in-service.

Event description:
Additional information was received that this patient underwent non-invasive programmed stimulation (nips) testing. A minimum and maximum energy shock was provided and returned an error code due to an impedance measurement greater than 145 ohms. Boston scientific technical services (ts) discussed the error code and recommended lead replacement. It was stated that the physician would continue to monitor the patient and the situation at this time.